Event description:
Procedure: right video assisted thoracoscopy with right lung biopsy. Reportedly, the jaws of the instrument were not closing completely with the initial clamping. Bleeding occurred. Surgeon used another reload and it did not close. Opened a new instrument. Surgeon converted to an open procedure due to bleeding.